Event description:
It was reported from (B)(6) that the motor device had unspecified malfunction. During in-house engineering evaluation, it was observed that the rotations per minute (rpms) were fluctuating on the device. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The reporter¿s complete address was not provided. The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that the rotations per minute (rpms) were fluctuating on the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.